Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent implant of cook surgisis graft on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah and lso due to stress urinary incontinence, dysmenorrhea, menorrhagia and complex left ovarian cyst. It was reported that on (B)(6) 2013 the patient underwent revision/removal due to erosion, exposure, pelvic pain and bleeding. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent excision of exposed vaginal mesh on (B)(6) 2006 due to exposed vaginal mesh. No additional information was provided.